Event description:
While resecting prostate during a transurethral resection prostate surgery the loop electrode got caught while in the patient on a urolift clip and the loop broke into 2 pieces both pieces. No harm to patient.